Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to other indication for revision; pain. Revision njr index no: (B)(4).